Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after device deployment, the physician felt that the device did not close the access site well. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.